Event description:
It was observed during the device investigation that the maintenance unit had a cracked ac inlet. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the damaged inlet was not determined. Olympus will continue to monitor field performance for this device